Manufacturer narrative:
Pending receipt of sample for investigation.

Event description:
The customer reports that the pvc softens after few minutes of the insertion and they have difficulties in placing the tube properly. The customer confirmed that reintubation/ recannulation of a replacement tube was required.